Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional information: the esheath was returned to edwards lifesciences for evaluation.  Visual inspection revealed the following observations:  sheath was kinked at multiple points (3¿, 7¿ and 8¿ from distal tip) likely due to device return packaging.  Circumferential delamination of the sheath liner (3¿ in length) was observed in the distal tip.  Sheath was fully expanded with no liner tears observed.  Marker band fully attached to liner under adhesive.  The sheath liner was cut and sheath housing was disassembled by engineering to remove the delivery system (with torn balloon) from the sheath for decontamination purposes.  Due to the nature of the complaint and returned condition of the device (sheath distal tip liner delamination), functional testing and dimensional testing could not be performed. No applicable photographs, video, or imagery was provided for review. During manufacturing of the esheath, the sheath shaft components were inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history review (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of the lot history revealed no similar complaints.  A review of complaint history from september 2018 ¿ august 2019 revealed additional returned complaints for the esheath introducer set (all models and sizes) for the complaint code ¿sheath distal tip liner delamination.¿ the complaints were reviewed based on similar reported events and associated root causes/evaluation codes.  The complaints for were confirmed, but no manufacturing non-conformities were identified during evaluation.  Review of complaint history revealed that the occurrence rate did not exceed the august 2019 control limit for the trend category.  The instructions for use (IFU), the commander IFU, the device preparation manual and the procedural training manual were reviewed for instructions involving the device usage.   Per the procedural training manual: if bav balloon ruptures or leaks during deployment:  do not use excessive force. Take care when removing the balloon through the tip of the sheath.  Based on the review of the ifus and training materials, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed based on the condition of the returned device. However, a manufacturing non-conformance was not identified. Review of complaint history, lot history, and DHR showed no indication of a manufacturing non-conformance contributing to the complaint event. A review of the manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint event. A review of the IFU/training manuals revealed no deficiencies. The complaint description states that the balloon was not able to be retrieved through the distal tip of the sheath (¿the balloon has been correctly deflated but impossible to get back into the sheath¿). Furthermore, evaluation of the delivery system found that the crimp balloon was torn. A torn/ruptured balloon would result in a disturbed balloon profile that could have increased the chances of the balloon getting caught on the sheath tip. Applying force to withdraw the delivery system in this configuration could have contributed to the liner delamination.  Available information for this complaint suggests that procedural factors (withdrawal of torn ruptured balloon) contributed to this reported event.  Review of complaint history revealed that the complaint rate did not exceed the august 2019 control limit for the relevant trend category, therefore, no corrective or preventative actions are required at this time. This is one of two reports being submitted for this case.  Please reference manufacturer report no. 2015691-2019-02932 .

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post successful deployment of a 29mm sapien 3 valve, the commander delivery system balloon (although correctly deflated) was unable to be retrieved through the distal tip of the esheath. The delivery system was retrieved by vascular surgery and a blood transfusion was required. Additional information provided during the pre-decontamination engineering evaluation, confirmed a balloon tear and a sheath liner circumferential delamination 3" in length from the distal tip. Note: this event description pertains to the delaminated liner.